Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had unexpected restart alarm. The blood glucose level of the customer was unknown. The customer was not able to clear the alarm and did not receive request to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test, self test and unexpected restart alarm test. No unexpected restart alarm anomalies noted. No unexpected rewind anomalies noted.